Event description:
Per the clinic, it was noted that the recipient's implant had 5 open electrodes and 1 zig-zag impedance. The device was explanted on (B)(6) 2023, and the patient was re-implanted with a new cochlear device during the same surgery.